Manufacturer narrative:
We received your event description for the above-mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The data returned for analysis were inspected. The inspection revealed that the current consumption was temporarily minimally elevated as a result of slightly low lead impedance values. Note that the lower the impedance values, the higher the current consumption. However, the battery voltage is as expected and the battery is still sufficiently charged. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the data available for analysis the clinical observation resulted from measured low impedance values. There is no indication of a device malfunction.

Event description:
On (B)(6) 2021, when the device interrogation was completed, there was a popup message of excessive current consumption detected. Please perform ram dump and contact to biotronik. The above situation appeared even if the follow-up end button was pressed once and the interrogation was performed again. The physician pressed the ok button and contact bj rep, then extracted the memory dump. We have confirmed that no device error has occurred, that the settings are the same as the settings at the time of the previous follow-up, that there are no abnormalities in the follow-up measurement values this time and the current pacemaker behavior. After that, log acquisition was performed as device memory management at the end of follow-up.